Event description:
A report was received that the pt's precision system was explanted. The pt's implant physician was not aware of the pt's explant and had no further info available.

Manufacturer narrative:
The explanted devices will not be returned for evaluation as they were discarded by the medical facility.